Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, a 23 mm valve was explanted after an implant duration of approximately 1 year and 2 months (14.83 months) due to aortic regurgitation (ar) caused by prosthetic valve endocarditis (pve). The customer reported the explant of the 23 mm device which was replaced by a 21 mm valve but was not able to provide the source or type of infection. Device will not be returned due to the infection and no echo report will be provided by the customer.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review is currently in process. On (B)(6) 2013, the patient status was reported as ¿recovered¿. The device will not be returned for evaluation due to infection. Echo report will not be provided by the customer.